Manufacturer narrative:
Product complaint # (B)(4) batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the staple line malformed, some staples becoming whole without forming b. No patient consequence reported.